Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope nozzle is clogged with foreign objects. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint nozzle is clogged with foreign objects was confirmed. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in¿gif-xz1200, chapter 3 preparation and inspection", and preventative measures in " ¿gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention". Olympus will continue to monitor field performance for this device.